Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including slow health deterioration, phantom fevers, general feeling of malaise, chronic fatigue, bipolar disorder, fibromyalgia, and rheumatoid arthritis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral implant explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis.